Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other two proglide devices are being filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using three proglide devices via a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the knot on the first two proglide devices could not be advanced with the knot pusher after deployment. An attempt was made with a third proglide device; however, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.